Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.